Event description:
St. Jude malfunctioning ICD lead. System was examined under fluoroscopy and leads appeared to be intact without externalizated high voltage conductors but the distal coils were abutting each other at the proximal end. The patient experienced an episode of ventricular tachycardia two months ago and was shocked. After a single failed shock, he noted some noise in his right ventricular (rv) lead.